Event description:
Have been using the dexcom continuous glucose monitor and have noticed severe issues with quality and accuracy of the sensors and applicator. This batch has had an extremely noticeable drop in quality with the applicator. The button no longer is able to be pushed with even a strong male hand. The force needed to get the button down to apply the dexcom is beyond the reasonable strength of a healthy adult male much less anyone else using it. This causes multiple units to be unable to be used wasting them. This was not always the case and is most likely due to greed for profit and substandard manufacturing on the applicator. The sensor themselves are also giving bad readings on more than half of the units. Almost every dexcom I've used has had bad readings for days causing over or under correction of blood sugar leading to complications. The faulty dexcom will give bad readings before failing. This with the control iq feature causes dangerous uncontrolled insulin delivery leading to more complications. I am on a work trip away from home and am unable to control my blood sugar due to dexcom and their negligence. I had a week left on my current sensor but was already receiving questionable readings and I was aware of dexcom and their faulty product. The day I arrived after all the bad readings it kept giving me a sensor error reading and to wait for it. After waiting and waiting with this error for days and it is going in and out it finally failed the day I arrived. The spare I had brought for an emergency also had a faulty applicator and failed to apply. The button was stuck and after using two hands and all the strength I could possibly muster the mechanism jammed and didn't fully trigger. The new dexcom was stuck and was rendered useless. I am left with no backups in a different city in the middle of the night and will need to find a manual sensor to test. This company needs to be shut down. This is not the first time they have endangered people¿s lives with greedy business practices and irresponsible quality issues to make more money. They had changed the adhesive to a different, cheaper quality and gave a lot of people horrible rashes, myself included. Hecc:4582. Dpc:4063. Reference report mw5175156.